Event description:
The pump was returned for investigation. Investigation revealed there was a crack and leak in the battery compartment and the display lens. There was also contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: (B)(6) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012, with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On examination, there was moisture in the battery compartment. The case was found to be cracked and leaking at the battery compartment. The display lens was also noted to be cracked and leaking. On testing, the contrast button had intermittent response, which has no affect on insulin delivery. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.